Event description:
The patient was treated for an abdominal aortic aneurysm with the implant of the alto abdominal graft system on (B)(6) 2024. Reportedly, calcification was observed around the renal arteries, and the neck angle was 45 degrees. After embolizing the lumbar artery, the alto main body was deployed; positioned slightly more proximal than planned. Balloon touch-up was performed at 14 minutes post polymer fill. Angiography showed the sealing ring was floating, but the support rings were apposed to the vessel, confirming that there were no endoleaks. The bilateral limbs were deployed, and the procedure was completed. On (B)(6) 2025, a type ia endoleak was confirmed. Reintervention is planned to add a cuff and coils; however, the date has not yet been provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they remain implanted in the patient. Patient medical records and imaging studies are being requested by the distributor for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device remains implanted in the patient. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. Due to the lack of receipt of relevant medical records and/or imaging; event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. Corrections: h6: investigation type codes ¿ remove 4118. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
Corrections: b2: outcomes attributed to ae ¿ updated. B5: describe event or problem ¿ additional. G3: awareness date ¿ updated. H6: health effect - impact code ¿ remove 4614.

Event description:
The patient was treated for an abdominal aortic aneurysm with the implant of the alto abdominal graft system on (B)(6) 2024. Reportedly, calcification was observed around the renal arteries, and the neck angle was 45 degrees. After embolizing the lumbar artery, the alto main body was deployed; positioned slightly more proximal than planned. Balloon touch-up was performed at 14 minutes post polymer fill. Angiography showed the sealing ring was floating, but the support rings were apposed to the vessel, confirming that there were no endoleaks. The bilateral limbs were deployed, and the procedure was completed. On (B)(6) 2025, a type ia endoleak was confirmed. Reintervention is planned to add a cuff and coils; however, the date has not yet been provided. Reintervention was performed on (B)(6) 2025. After coil embolization a gore (non-endologix) cuff was implanted. A vbx stent was also implanted in the left renal artery. The final patient status was not provided.